Event description:
It was reported by the rep that the (1) ems was used during a laparoscopic hernia procedure. It was reported that when the device was fired, the staples did not form, the legs were still striaght no "b" formation. The case was completed with another device. There was no pt consequence.